Event description:
A ventilator was returned to the distributor for service. There was no allegation of device malfunction. During initial evaluation of the device at the distributor, a service required alarm condition indicating a charging issue was observed. The device¿s system board, motor blower and flow sensor assembly were replaced to address the issue.